Manufacturer narrative:
A review of device memory revealed that the device had experienced a long charge time of greater than 30 seconds during the first automatic cap re-form performed on (B)(6) 2009. A second automatic cap re-form was performed within one hour, to verify the charge time. The second charge time measurement was within normal limits, confirming normal device function. Analysis on the affected high voltage capacitor noted three separate types of arcing damage: anode-to-anode, anode-to-cathode, and anode-to-capacitor can. It was suspected that the anode-to-anode arcing initiated the other arcing damage, but this could not be determined conclusively. The damage from arcing destroyed any evidence that would indicate the cause of the arcing.

Manufacturer narrative:
The device was successfully interrogated by boston scientific's post market quality assurance laboratory and was found with a battery status indicator of bol at 3.064 volts. Visual inspection noted that the device case was swollen over the high voltage capacitors. A real-time xray inspection was inconclusive. The device case was opened and one of the high voltage capacitors was severely swollen. The high voltage capacitors are currently undergoing detailed analysis to determine root cause.

Event description:
Boston scientific received information that this patient's latitude monitoring system detected a red alert (possible device malfunction). The local representative was notified of the alert. The data upload from the latitude website was reviewed by the clinic nurse. The patient advocate contacted patient support to report that the device was generating an atypical noise (not beeping tones). The patient had already notified the clinic and was waiting for a follow-up call from the physician. Subsequently, the local representative contacted technical services to report that the clinic had called to report a red alert (possible device malfunction, code 1007, charge timeout (greater than 45 seconds)). Technical services suggested that the local representative ask if the patient had an magnetic resonance imaging (MRI) and perform a complete device check when the patient is seen at the clinic. Technical services discussed charge timeout when the battery status indicator is beginning-of-life (bol). Technical services explained that when eol is triggered, the rf telemetry shuts off but keeps one last rf transmission which shows the battery status. The patient was seen in-clinic and the device was interrogated. The displayed battery status indicator was eol. There was no history of an MRI and during a manual capacitor reformation, the device generated a "clicking" sound. The patient confirmed that this was the sound that was generated early that morning and corresponds to the red alert timestamp. The patient was scheduled for a device replacement procedure. The device was successfully replaced with a competitor device and was received at boston scientific's return products for laboratory testing.